Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material in the nozzle and adhering to the objective lens. It was not possible to identify the foreign matter. There was no physical damage at the place where the foreign material remained in the nozzle, but there was scratches on the surface of the objective lens where the foreign material adhered. The legal manufacturer confirmed there were no deviations from the reprocessing steps as presented in the instructions. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object in the nozzle and foreign matter adhering to the objective lens surface. There were no reports of patient involvement.